Event description:
It was reported to boston scientific corporation on august 23, 2005, that an enteryx procedure kit was implanted in a patient in 2004 (patient age and weight unknown). Seven injections were performed, delivering a total of 9.7 cc's of enteryx solution intramuscularly and 0.1 cc's submucosal. According to the complainant, in 2005, the patient underwent laporscopic nissen fundoplication surgery due to non-changing reflux symptoms. The physician noted that the patient had significant lessions in her stomach that were secondary to the enterxy therapy. The physician performed a dissection to take down the adhesions, requiring the patient to stay hospitalized extra days. On the day of the procedure, the patient experienced dysphagia and weight loss of twenty-seven pounds subsequent to the procedure. The patient has been on a liquid diet and is recovering.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in september 2005. Boston scientific corporation no longer produces the reported product.